Event description:
Physician reported during priming, the needle was bent at both the hub and tip ends for use, when the tip broke off at the weld. The event occurred outside the patient and no harm was reported.

Manufacturer narrative:
Since the event occurred during priming, outside of the patient, no harm was done to the patient. The device was disposed of so there can be no evaluation. Review of the device history records indicates that the reported lot, 1002944, met all specifications. It was reported that the needle was bent at both the hub and tip ends for use. Upon review of the FDA medical device report decision tree at bioform medical inc., a decision was made to report this event based on the chance of causing injury if the event were to recur.